Manufacturer narrative:
The treatment data files related to this incident have been reviewed by the manufacturer. The reported frozen screen could not be confirmed. There was no blood loss or other clinical consequences for the patient as a result of the reported event.

Event description:
At initiation of treatment, the nurse attempted to reduce the blood flow rate, but found the touch screen was unresponsive. The treatment was terminated, and the blood was returned to the patient. The machine was tested by the hospital's biomed technician, and it was found to be functioning correctly.